Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. A manufacturing record evaluation was performed for the finished device 17713942m number, and no non-conformances related to the reported complaint condition were identified. (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) ablation procedure with an ez steer¿ nav bi-directional electrophysiology catheter and suffered heart block av requiring pacemaker implantation. During the procedure, the patient went into heart block av. A temporary pacemaker was implanted. No further intervention was required. There¿s no information regarding extended hospitalization or patient¿s outcome. There were no error messages noted on the equipments. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. No further details are available.